Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked at the fitment of the silicone pumping segment. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a leak in the pump segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0185 inches long. Inspection under magnification showed no crush mark to the upper fitment. Functional and pressure testing resulted in a leak from the tear. The cause of the leak was a tear in the silicone segment.